Manufacturer narrative:
This is not reportable according to the medical device reporting for manufacturers guidance for industry and food and drug administration staff issued on november 8, 2016 section 2.6 of this guidance referring to 21 cfr 803 states, "if you determine that an event is solely the result of user error with no other performance issue, and there has been no device-related death or serious injury, you are not required to submit an MDR report.." Serious injury means an injury or illness that :(1) is lifethreatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or(3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. However, we cannot confirm if one of the patients healed or sought secondary care as they have not followed up with the dentist. The other patient has healed completely and was referred to a periodontist for the treatment of the chemical burn. The gluma was applied without the use of a rubber dam, which is recommended in the instructions for use. We are reporting out of an abundance of caution. Manufacturer opinion: the injury is clearly temporary and the orajel recommendation was not a necessary one. The self-healing ability of the mouth's soft tissue overcome normally the chemical burn after short term. There is and was no permanent impairment of oral functions and the mouth's soft tissue that would have led to a permanent impairment of nutrition or oral hygiene or other oral functions. This type of injury is known to the manufacturer, is unnecessary and painful but trivial and it is due to malpractice of the surgery.

Event description:
Dentist reports that 2 patients recently had chemical burn/shallow ulcers after gluma was applied to teeth during crown preparation. One of the patients was treated twice with the gluma and had this happen both times it was applied. The dentist administers himself, does not use a rubber dam, only cotton rolls. One patient was referred to a periodontist, the other patient used orajel at the dr.'s recommendation. Confirmed by the dentist that one of the patients has healed and the other patient has not given an update to their healing.